Event description:
It was reported that continuous glucose monitor displayed an error message. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, performed pump reset with guidance from technical staff, and pump did not display same error message again after reset.